Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed displacement test, rewind and basic occlusion test. Insulin pump received with stuck in motor error alarm loop during bolus delivery. Motor may have had an intermittent failure not detected during our testing. No alarms noted. Motor was tested outside the insulin pump and passed. Insulin pump was unable to confirm alarm due to a software alarm in alarm history. An alarm was noted in alarm history due to corrupted history file. Insulin pump received with minor scratches on lcd window and cracked case on display window corners.

Event description:
It was reported by the customer that their insulin pump was alarming motor error. During troubleshooting, customer stated that the device also had other alarms. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 177 mg/dl at time of reporting. Nothing further reported.